Event description:
When I removed the needle portion from the hub, the hub was no longer attached to the catheter. The catheter was not able to be seen protruding out of the skin to be removed. The catheter was completely inside the vein.